Manufacturer narrative:
D10 concomitant product: 176657, 176657 endoclip ii ml 10 appli (lot# j5k4482ny). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy, two clip appliers were used. Despite closing the clamp, the clip applier clamp hooks did not close completely. It was also noted that bleeding and tissue damage occurred. However, the surgeon was able to squeeze the handle, and the jaws were still able to close.